Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako total knee arthroplasty, the knee positioner that dr. (B)(6) was using broke. While placing the antlers into the brackets of the boot, the cone on the heel of the boot broke off completely from the boot. We recovered the cone, as well as the two screws that were holding the cone in place. Dr. (B)(6) then removed the boot from the patient, and replaced it with another boot. The procedure was completed successfully and the surgical delay was 4 minutes according to additional information provided.

Manufacturer narrative:
Reported event: it was reported that the knee positioner broke. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot no 201643080501 and accepted into final stock on 11/15/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 201643080501 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During a mako total knee arthroplasty, the knee positioner that dr. (B)(6) was using broke. While placing the antlers into the brackets of the boot, the cone on the heel of the boot broke off completely from the boot. We recovered the cone, as well as the two screws that were holding the cone in place. Dr. (B)(6) then removed the boot from the patient, and replaced it with another boot. The procedure was completed successfully and the surgical delay was 4 minutes according to additional information provided.